Event description:
It was reported that (1) device was used during a ovarian tumor resection. It was reported by the affiliate that a instrument from a fdc18 kit was being during the case. A direct insertion technique was used. At the first insertion, the safety shield was not locked, so that the release button did not go back. A second insertion was ok. There was no consequence to the pt.